Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No other alarms noted in the alarm history screen. The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a black circle on his screen. Customer stated that he change the set and primed the pump. While filling the cannula, the customer received a motor error alarm. Customer's blood glucose was 346 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer also received a motion sensor test failure alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.